Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breast cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged breast cancer while using the device. Medical intervention included a lumpectomy, radiation, physical therapy and chronic medication. Concomitant heated humidifier information has been provided. The manufacturer contact information and the 510 k information has been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. External investigation observed minor wear and tear on the exterior of the device, and extensive contamination between the water tank and humidifier assembly. The device powered on, provided airflow. Internal inspection found dust and fiber contamination in the interior of the device enclosure, but no contamination in the blower box. Extensive white fibrous contamination and dark contamination was observed on the water tank seal in the humidifier. Contaminants in the humidifier suggest both that the patient was not cleaning as instructed and was using non-distilled water. The device's downloaded event log was reviewed by the manufacturer and found 1 logged error. The manufacturer is unable to address the complaint of breast cancer. However, the manufacturer was unable to find any evidence of the presence of degraded sound abatement foam. Contamination in both the airpath and non-airpath portions of the humidifier was observed. Please see sections d9, d10, g1, g4, h3 and h6 for this updated coding and information.